Manufacturer narrative:
Correction to b5 and h6: updated vent description and coding.

Event description:
It was reported that due to a leak in implant the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. Additional information was received that this patient also experienced a mechanical malfunction with his device.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a leak in implant the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted.